Manufacturer narrative:
User facility 3500a was not sent to FDA. This device is used for treatment, not diagnosis.

Event description:
Complaint handling unit received call from customer facility's department of patient safety services and risk concerning event that occurred during tfn removal. Patient with myeloma diagnosis experienced non-union of r proximal femur fracture on an unreported date. The date of initial surgery is not reported. On (B)(6) 2013, x-ray revealed broken intrameduallary device. Revision surgery was scheduled to replace. Date of revision was (B)(6) 2013. No further information was provided. This is report 1 of 1 for complaint (B)(4).